Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis, was hospitalized and subsequently passed away due to another indication. The cause and the treatment for the peritonitis were not reported. Six days after hospitalization, the patient underwent surgical removal of the pd catheter and extraneal/physioneal therapies were discontinued. A new pd catheter was scheduled to be placed at a later unspecified date, however, twenty seven days after hospital admission, the patient passed away due to multiple organ failure. It was reported that the patient did not recover from the peritonitis prior to death and the patient was non-responsive to drug treatment (unspecified). No additional information is available.